Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed slight intermittent increases in power consumption and estimated flows; however, parameters remained within normal operating range. No high watt alarms were logged within the analyzed period. Review of the alarm log file revealed eight (8) low flow alarms starting on (B)(6) 2024. Additionally, log file analysis revealed motor start events recorded on (B)(6) 2024 at 02:07:39 and on (B)(6) 2024 at 06:32:59 in which the motor start parameters were atypical. Review of the event log file revealed two (2) controller power-up events with associated motor start events logged on (B)(6) 2024 at 02:07:35 and (B)(6) 2024 at 06:32:54, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was co nnected to power port one (1) with 39% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 73% rsoc and that (B)(6) was connected to power port two (2) with 98% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) and ten (10) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow and high-power events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the first loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the second loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) controller power-up events with an associated motor start event, logged on (B)(6) 2022 at 10:20:40 and on (B)(6) 2022 a 00:10:42, indicating a loss of power to the controller. The events leading up to the loss of power could not be determined since the available data log file did not cover the period in which the controller power-ups were recorded. The controller was without power for 13 seconds and 9 seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed slight intermittent increases in power consumption and estimated flows; however, parameters remained within normal operating range. No high watt alarms were logged within the analyzed period. Review of the alarm log file revealed eight (8) low flow alarms starting on (B)(6) 2024. Additionally, log file analysis revealed motor start events recorded on (B)(6) 2024 at 02:07:39 and on (B)(6) 2024 at 06:32:59 in which the motor start parameters were atypical. Review of the event log file revealed two (2) controller power-up events with associated motor start events logged on 03/nov/2024 at 02:07:35 and 21/nov/2024 at 06:32:54, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 39% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 73% rsoc and that bat(B)(6) was connected to power port two (2) with 98% rsoc. The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for thirteen (13) and ten (10) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow and high-power events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient accidentally disconnected both power sources. The controller loss power. The power was restored and the start up was atypical in its power requirement. It was stated that the vad also exhibited high power. During the review of the data it revealed multiple motor start events with parameters outside of the typical range,and low flows. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system: controller 2.0 d4: model#: 1420 / catalog#1420/ expiration date: 31-may-2024 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 23-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.